Event description:
Reference number (B)(4). Event took place in the united states. It was reported that, the patient encountered infusion set's kinked cannula event on (B)(6) 2025. Event took place within 3 or more hours of insertion. Site of insertion was abdomen. Infusion set was in use for 5 or 7 hours. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary the reference samples for the lot 6006439 have already been previously tested in the (B)(4) on 25/mar/2025. The reference samples were visual inspected and tested for flow. All test results were within specifications as per the test report database (B)(4) complaint test report. Device history record (DHR) review: the lot 6006439 was manufactured according to the work instruction (wi) version 112 manufactured in the line 5, on 03/apr/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 20/mar/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6006439 and another 1 complaint has been registered in database for the same lot 6006439 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm no reportable, no non-conformance (nc) raised during production, another 1 complaint received on the lot in question and malfunction code. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.